Event description:
It was reported in per form that this right atrial (ra) lead was explanted due to dislodgement, discovered during a routine checkup and confirmed by fluoroscopy. No additional adverse patient effects were reported.

Event description:
It was reported in per form that this right atrial (ra) lead was explanted due to dislodgement, discovered during a routine checkup and confirmed by fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned intact, not severed. The lead body was found to have a slight twist in the outer polyurethane insulation. Consistent with twiddler's syndrome, to which the dislodgement allegation was confirmed.